Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This problem is being addressed by an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. The reporter's videos and image were reviewed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse magnesium sulfate programmed at a rate of 50 ml/hr during patient therapy in the labor and delivery department. The bag of magnesium sulfate remained full for 10 hours. Lacted ringers was infused at 75ml/hr using a separate pump. The issue was identified approximately 11 hours after the infusion started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.